Event description:
The customer reported that when doing the device self test, sparks were observed in the paddle and caused the paddle to become punctured.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.